Manufacturer narrative:
Concomitant medical products: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The consumer reported that the stimulator in his neck was severely damaged as a result of a fall and was replaced. The indications for use were non-malignant pain and failed back surgery syndrome. No patient symptoms reported. If additional information is received a follow-up report will be sent.